Event description:
Patient presented with abdominal pain in (B)(6) 2011, also reporting that she had been feeling pain since (B)(6) 2010. Essure procedure was performed in (B)(6) 2009. Physician performed a diagnostic hysteroscopic and laparoscopic procedure and found nothing unusual. Patient continued to have pain and physician decided to perform a partial hysterectomy on (B)(6) 2011. Source of pain is indeterminate, the post operative report showed no pathology to link the pain with the uterus or the fallopian tubes. Physician can only say the patient had no pain prior to the essure devices and once they were removed, her pain subsided. Physician followed up with patient (B)(6) 2011 to confirm patient is now pain free.

Manufacturer narrative:
(B)(4).